Manufacturer narrative:
A2) patient age - average age: 69.2 ± 10.8. A3a) patient sex - majority sex: 290 females, 1181 males a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 18sep2020) ¿excimer laser coronary atherectomy during complex pci: an analysis of 1,471 laser cases from the british cardiovascular intervention society database¿. The study retrospectively aimed to examine the determinants and outcomes of excimer laser coronary atherectomy (elca). A total of 1,471 patients were enrolled in the study between 2006 and 2016. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications occurred as follows: 32 patients experienced myocardial infarction, 3 had ischemic stroke, 4 required blood transfusion, 2 experienced cardiac tamponade, 11 underwent re-intervention, and 2 required emergency coronary artery bypass grafting. Other events included 1 case of acute kidney injury, 51 in-hospital major adverse cardiac/cerebrovascular events (macce), 12 major in-hospital bleedings, 16 side-branch losses, 61 dissections, 25 perforations, 9 heart blocks, 5 patients requiring dc cardioversion, 37 instances of slow flow, 47 episodes of periprocedural shock, and 47 arterial complications (MDR # 3007284006-2026-00157). Additionally, there were 32 in-hospital deaths (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18sep2020 has been used, the date of publication. Protty mb, hussain hi, gallagher s, et al. Excimer laser coronary atherectomy during complex pci: an analysis of 1,471 laser cases from the british cardiovascular intervention society database. Catheter cardiovasc interv. 2020;1¿8. Https://doi.org/10.1002/ccd. 29251. This report captures the deaths that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.